Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damaged force sensor resistor. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out. The customer's blood glucose was 94 mg/dl. The drive support cap was recessed-normal. The discontinuation of the device was advised. Nothing further was reported.